Event description:
It was reported to philips that host connection error during startup; resolved by restart on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
System restarted; operational but follow-up required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)